Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified device patch with lot number: 1209905 and catalog number: mx-370. Red particle material on the shell, creases, deformation, no type of break is observed on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on the left side. Device has been explanted.